Event description:
It was reported by the customer that the device shows empty batteries in the morning, and the unit automatically powers on and off. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.